Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance. Technical services (ts) was consulted for further review and recommendations, and no further assistance was needed. No adverse patient effects were reported. This rv lead remains in service.